Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. The reported part number, 04.503.104.04s, did not correspond with the reported lot number and is not is not distributed in the united states. This device is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review revealed that the reported lot number did not match the reported part number and is associated with part number 04.503.104.01s, ti matrixneuro screw self-drilling 4mm, device product code-jey, common name-bone plate, 510(k) k042365. Manufacturing location: (B)(4). Manufacturing date: 3th july 2013, expiry date:1st june 2023. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device was reportedly discarded by the hospital and will not be returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the screw was unable to be inserted in the bone when the surgeon tried to insert the screw during surgery. When the surgeon checked the screw it was discovered that the tip of the screw was broken. There was no reported surgical delay or patient harm due to the reported issue. This report is 1 of 1 for (B)(4).